Event description:
It was reported that the patient with this pacemaker experienced light-headedness and visited the emergency room. Subsequently, the pacemaker was found to be operating in safety mode. Upon reviewing the episode, it was noted that the patient had also experienced a cardiac arrest lasting approximately seven seconds due to oversensing and pacing inhibition. Consequently, the patient was hospitalized, and a temporary device was inserted. The patient later underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.

Event description:
It was reported that the patient with this pacemaker experienced light-headedness and visited the emergency room. Subsequently, the pacemaker was found to be operating in safety mode. Upon reviewing the episode, it was noted that the patient had also experienced a cardiac arrest lasting approximately seven seconds due to oversensing and pacing inhibition. Consequently, the patient was hospitalized, and a temporary device was inserted. The patient later underwent revision surgery, during which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.